Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a representative sample was returned for evaluation, but the sample had a label. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6057564. Conclusion: without the actual device, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plastic whole blood tube, lavender hemogard¿ closure, k2edta additive, paper label, 4.0 ml draw was missing the label. No injury or medical intervention.